Event description:
Recurrent cp, s/p CABG, 2 cypher s stents placed to mid & distal rca, integrilin bolus & drip, heparin 5000u also given, to pcu after case. Returned to cath lab approx 7hrs. Later-occluded distal stent; ptca to reopen 3rd cypher stent placed to distal rca. Pt discharged home four days later.